Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported that she received a lost sensor alert and noticed that the buttons on the insulin pump were not responding. Blood glucose value is 122 mg/dl. Nothing further reported.